Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection: no anomalies. Benchtop analysis: assembled into a golden unit. Ran on automated test console. Failed ventricular pulse noise test, 215.10mv. Measured ventricular pulse noise is within the requirements of the ventricular pulse noise test (0-100 mv). Measured ventricular pulse noise on the bench at 41.28mv. Logs analyzed, no errors found. Conclusion: no defect found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken output connector. Analysis also noted that the battery drawer on the lower case was broken, the encoder assembly was contaminated, on knob was contaminated, the main printed circuit board (pcb) was out of electrical specification. All found defective parts were replaced and the firmware was updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial connector. The epg was returned for service. There was no patient involvement.